Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, board, motor, vibrator and battery tube assembly during visual inspection. No numbers scrolling during testing noted. No unlocked connector noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Pump received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, board, motor, vibrator and battery tube assembly during visual inspection. No numbers scrolling during testing noted. No unlocked connector noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.